Event description:
A tissue expander leakage, with intraoperative replacement with a new tissue expander implants: a mentor cpx3 medium height contour profile expander. This patient had a history of breast cancer, and a previous seroma of the left breast following tissue expander placement for breast reconstruction. The patient previously underwent I&d of this breast, which was found to be sterile. However, the patient underwent irrigation of the breast pocket. This occurred in january. The patient had persistent drainage from the left breast. There was concern of a lymphocele within the axilla causing chronic drainage. The plan was to do exploration and excision of this seroma cavity and subcutaneous tissues in this area to obliterate the dead space. After hemostasis and irrigation had been performed, and after the lateral pocket had been sutured, a 350-cc low profile implant was elected. It was inserted into the pocket, and closure of the muscle above it was performed using a 2-0 pds. The magnet was used to locate the port, which was percutaneously accessed and the tissue expander inflation was begun. After approximately 100 cc of inflation, there was noted to be some drainage from the incision at the site. Therefore, a tissue expander was removed and inspected for signs of perforation. None were found. Then, the tissue expander was inserted. Full expansion was performed at 650 cc. The pocket was irrigated with copious triple antibiotic solution. Closure was then performed using 3-0 vicryl. As the deep dermal sutures were being placed, there was noted to be persistent drainage out the lateral aspect. Again, there was concern of a tissue expander leakage, so the tissue expander was injected with 3 cc of ethylene blue. Pressure was applied to force drainage, and after about 10 minutes, there was noted to be some blue-tinged fluid from the lateral area. It was obvious then that this represented tissue expander leakage. The wound was then reopened. The tissue expander was removed and inspected, and there was noted to be an area of leakage from the posterior reinforced aspect of the tissue expander. This was then sent back to the manufacturer due to concern of a defect. A new tissue expander was selected. It was soaked in triple antibiotic solution.